Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the valve dislodged. The physician attempted to approach from above the pigtail, which was unsuccessful. The valve was recaptured 3 times. The valve and delivery catheter system (dcs) were withdrawn from the patient. It was noted that the pre-existing surgical valve was hard due to deterioration, which may have contributed to the deployment issues. A new valve was loaded on a new dcs. The valve was implanted in a slightly deeper position and was noted to be under-expanded. A post-implant balloon aortic valvuloplasty was performed using a 16 millimeter (mm) balloon with a good final result. No adverse patient effects were reported. Additional information was received indicating that following the valve implant, high atrio-ventricular (av) block occurred. Eleven days following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported. Additional information was received which indicated that the high atrio-ventricular block was identified as complete atrio-ventricular block. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID: evproplus-23us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: evproplus-23us (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID: l-evprop2329us (lot: 0010863666); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.